Event description:
It was reported that the patient experienced some pain and mild jolts. It was stated that the current setting was ¿about 0.1, very low amplitude.¿ it was also stated that the patient¿s doctor thought it may be due to movement of the lead. The patient had ¿signed surgery papers¿ and was waiting to hear of a date. It was further stated that around the beginning of (B)(6) 2013, the patient experienced nausea, vomiting, diarrhea, severe bladder pain, and retention. The patient was reportedly in the critical care unit (ccu) from ¿saturday to monday¿ ((B)(6) 2013). The general physician in the ccu had no knowledge of the device and only helped to lower the patient¿s blood pressure. The patient was released that tuesday. The patient then had an appointment with the manufacturer representative that tuesday and it was found that the device had been off since (B)(6) 2013. It was stated that the patient knew the lightning bolt was there and the patient could feel stimulation, she knew it was on. When the manufacturer representative reprogrammed and turned the device back on, the patient felt ¿weakness¿lightheaded.¿

Manufacturer narrative:
Product ID 3093-33, lot# v780820, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v780820, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information received that the cause of the event was migration of the lead component of implantable neurostimulator (ins) system. It was also reported that a lead revision was preformed (manufacturer&#38112;device registry indicated that the lead was replaced) on (B)(6), 2013. The patient outcome was reported as recovered without sequelae.